Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of escherichia coli on (B)(6) 2022. It was sampled again 5 days later with no growth, then again on (B)(6)2022 with no growth. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.